Event description:
Ous MDR - after an implantation time of about 43 months, battery depletion was reported. No deterioration of the patient's health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR - the ICD first underwent a status interrogation, during which the device status eri was displayed. The ICD had been implanted for 43 months and 110 charge processes were documented. The memory content of the device was examined. The analysis of the existing iegms showed that only intrinsic signals led to the charge processes, a part of which was terminated. The charge drawn from the battery was checked. The battery depletion proved to meet expectations. The check of the shock holter showed, however, that the device status eri had been triggered by exceeding the charge time of 20 seconds on (B)(6) 2011. The ICD's ability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied and the device detected the fibrillation signal as expected. The detection was followed by a charge process, which was, however, aborted after 20 seconds, consistent with the observation during the inspection of the shock holter. The device was then opened. During the visual inspection of the electronic module, a damaged resistor was identified in the high-voltage part of the electronic module. This damage led to the observed exceeding of the charge time and the subsequent eri detection. The production process of this device was reviewed, which showed no anomalies that could be related to the observed damage. All manufacturing steps had been carried out correctly. In summary, the battery depletion after 43 months and 110 charge processes was as expected. The battery state eri was, however, triggered by an exceeded charge time. This was caused by a damaged resistor. This damage manifestation is a random event. The check of the manufacturing history showed that the device functioned properly at the time of shipment.